Event description:
A patient reported blood glucose results of 112mg/dl with a lifescan meter and 71 mg/dl on laboratory device, performed within 25minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, therby indicating a potential malfunction of the meter in temrs of acccuray.